Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty disconnecting the pump cable from the modular cable was confirmed through evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial #(B)(6), and modular cable. However, a specific root cause for this finding could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact and connected to the modular cable. Approximately 13.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. It was noted that there were scratches on the exterior of the pump cable inline connector and the screw ring of the modular cable inline connector, consistent with the report that the account attempted to unscrew the nut using clamps. The screw ring of the modular cable was unable to be turned by hand, so a set of pliers was used to disengage the connection. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump cable was re-inserted into the modular cable inline connection by hand. The modular cable inline connector screw ring was able to be fully hand-tightened until the yellow line of the pump cable was completely covered. The screw ring was then able to be fully unthreaded by hand, and the pump cable was disconnected from the modular cable by hand. It was noted that slightly greater than expected force was required to insert and remove the pump cable inline connector from the modular cable. A specific root cause for the difficulty disconnecting the modular cable from the pump cable could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 5 ¿surgical procedures¿ provides instructions for connecting the modular cable to the pump cable under ¿preparing, running, and priming the pump.¿ after securing the connection, the yellow line should be fully covered to ensure a secure connection. Section 5 also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 2 ¿system operations¿ of the IFU (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿disconnect your currently connected modular cable from the pump cable by rotating the locking nut of the inline connector until the locking nut spins freely. You will hear a clicking sound as you rotate the locking nut (this is normal). When the clicking sound has stopped, and the locking nut spins freely, then pull the connectors apart.¿ to connect the replacement modular cable to the pump cable by: ¿aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ the current revision of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the cables were connected by hand during pump priming. After priming the pump, the surgeons inserted it into the left ventricle. They then tried to disconnect the driveline from the modular cable for tunneling, but the modular cable could not be disconnected. They attempted to use clamps to open the screw nut of the modular cable, but even in this way it would not open. The backup pump and another modular cable were used. The implant procedure was prolonged by 30 minutes.